Event description:
It was reported patient experienced electric shock due to due high impedances and migration on both leads. Lead migration was confirmed on x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6).